Event description:
It was reported that the customer's blood glucose level displayed as "high," though the specific value was unknown. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. The customer addressed the situation by administering a correction injection via multiple daily injections and agreed to perform a supplies and system check as instructed. The customer replaced supplies and resumed insulin.